Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the false upstream occlusion alarm was confirmed and was not reproduced. Evaluation found the upper reading of the ultrasonic sensor to be out of specification. Evaluation determined the cause to be cracks in the upstream sensor tail pins which are known to cause false upstream occlusion and air in line alarms. The upstream sensor was replaced to correct this condition.